Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were beginning to close the subcuticular layer in a total knee replacement procedure, the seal of the welded anchoring loop became loose and it could not be anchored. They also noted that the thread broke. They used a new suture to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The needle was returned disengaged from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Additionally, the needle was bent. The suture was received with no loop. Unfortunately, as no sealed samples were returned, a needle attachment or laced-through loop test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.